Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device could not be inserted into the motor device, made excessive noise, was overheating, had unintended motion and would not secure the cutter device. It was further determined that the device failed pretest for cutter lock assessment, safety assessment, noise assessment and handpiece temperature assessment. It was noted in the service order that the attachment and drill bit device were not locking in the motor device during an unspecified surgical procedure. It was reported that the surgery was delayed by twenty minutes and the procedure was completed successfully with manual instruments. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.